Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while disconnected from the ilet pump during showering and preparation for bed, with the pump later indicating high glucose and the blood glucose reaching 391 mg/dl and remaining out of range for approximately two hours; the user declined a fingerstick, changed infusion supplies, and glucose began to trend down during the call while insulin delivery continued. Symptoms included no reported clinical symptoms. Outcomes included the event being non-serious, not life-threatening, and not requiring medical or outside professional intervention, with informal assistance provided by a family member. Investigation included complaint intake, user interview, product-use review, and troubleshooting with education on continued monitoring and guidance regarding backup therapy timing if used. Investigation of this case revealed no device malfunction could be confirmed, and the event was consistent with hyperglycemia associated with pump disconnection, with no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.